Event description:
Follow up: philips has investigated this complaint. According to the information collected, the table was free floating at startup of the system. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. In the initial report was reported that the problem occurred during a neuro emergency procedure. This information applies to the occurrence of (B)(6)2020 (ansm #r2018610 philips #309855). The procedure details about (B)(6) 2020 are unknown. Philips inspected the system on site and confirmed the failure of the geo-ipc (geometry pc). The geo-ipc was replaced after which the system was returned to use in good working order.

Event description:
It has been reported to philips that during a neuro emergency procedure the geo ipc did not start after reboot. No system movements were possible. No harm has been reported to philips. Philips has started the investigation of the complaint.